Event description:
It was reported that during a coronary stent procedure, while advancing through the y connector the shaft of the express2 monorail stent delivery catheter broke. The procedure was completed with another device. No pt injuries or complications were reported.

Manufacturer narrative:
The device has not been returned for analysis as of this date.